Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit then passed extended self testing (est).

Event description:
It was reported that the ventilator was inoperable. There is no reported patient involvement associated with this event.